Event description:
The resident was taken to the whirlpool bath to be bathed. The cna filled the whirlpool tub and lowered the resident into the water. The cna did not hand check the temperature of the water before lowering the resident into the water. Resident was unable to vocalize any discomfort he may have felt. When the cna proceeded to bathe pt, he found the water to be too hot for comfort. He then, immediately raised the resident from the water and from the whirlpool. He then notified the charge nurse as to the problem. It was found on removing pt that he had suffered burns from the water. Pt was taken to the hosp, by ambulance on 3/28/97, where he later expired on 3/29/97. Immediately following the incident, maintenance checked the water temperature at the whirlpool in question, the temperate was 110 degrees f. On hot water only. Rptr then contacted distributor to come and do a check of the whirlpool to see if there had been a device malfunction. They found none. Rptr then proceeded to research other avenues to determine what other factors lead to this incident. It was later determined that user error was the cause of the injuries incurred by pt in the "century" whirlpool tub.